Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. The replacement of the turbine module solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The turbine module generates compressed air and delivers air to the inspiratory gas. Evaluation of received device logs confirmed the claimed pressure transducer test failure with error code 8 and revealed errors related to the faulty turbine. Our conclusion is that the replaced part was the cause of the failure. Analysis performed by our contract manufacturer concluded that the cause was related to a broken wire inside the turbine motor. The root cause to the reported issue has been determined as manufacturing - supplier - assembly.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Device related data quality updates only: a correction of field # d1 brand name, # d4 version or model #. D1: brand name: previous brand name: servo-air. Corrected brand name: base unit, servo-air. D4: version or model #: previous version or model #: servo-air. Corrected version or model #: 6882000.